Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, x-ray confirmed the lead had dislodged. A revision procedure was scheduled, and patient monitored. The ra lead remained in use. Subsequently, the ra lead was re-positioned, and values were within expected range. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the right ventricular (rv) lead appeared to be a little pulled, and was revised and remains in use. No patient complications have been reported as a result of this event.